Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure the patient reported double halos, rings. Spider web-like distortion in vision, no longer drive at nighttime and also bothered as a passenger. Additional information was requested and received.